Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, a posterior needle to cuff miss occurred leading to a separation of the anterior cuff to needle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel closure of an unknown vessel using a proglide relative to an abdominal aortic aneurysm procedure. Reportedly, the thread [suture] broke when it was positioned. Another proglide was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided. No additional information was provided.